Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a total laparoscopic hysterectomy, the needle came off the device and the suture broke off the needle. The needle was lodged between tissues in the vaginal cuff and not visible. The surgeon had to go vaginally to retrieve the needle. No x-ray was needed but it extended the case by 45 minutes. An instrument was used to manipulate the tissue vaginally and another incision was made until it came out causing tissue damage. There was about 25ccs of unanticipated blood loss. A suture was used to repair the incision into the vagina. A cystoscopy was performed to confirm no bladder injury from the vagina exploration. The last known patient status is reported as fine.